Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.